Event description:
This is a spontaneous case report received from a medical doctor in united states on 31-aug-2016 which refers to a (B)(6) female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted on (B)(6) 2016, lot number d14834. The physician reported his facility has a patient that needs removal of essure due to failed insertion. They have not scheduled the patient for the procedure yet, they still have to go over the benefits and take it from there. Follow-up received on 03-oct-2016 - hcp (health care professional) letter provided: the patient had a lot of debris in the uterine cavity and visualization was not very good. The physician thought she could place both devices but retrospectively he was unsuccessful and both devices were lying in cavity. Physician was trying to get the patient to undergo hysteroscopic removal of devices. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had an attempt to have essure (fallopian tube occlusion insert) but needs removal due to failed insertion. It was reported both devices lay in the endometrial cavity. Physician was trying to get the patient to undergo hysteroscopic removal of devices. It was interpreted as an incorrect device placement during insertion, as the essure inserts remain in the patient. This event is anticipated in the reference safety information for essure. Considering the nature of this event and the lack of alternative explanation, a causal relationship with essure inserts cannot be excluded. This case was upgraded to incident since surgical intervention will be required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-nov-2016: reply to query: patient underwent a laparoscopy to remove essure, tubal ligation on same day, procedures done by another physician. Company causality comment: this medically confirmed spontaneous report refers to a (B)(6) female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted and experienced removal of essure due to failed insertion / both devices lay in the endometrial cavity and, at insertion, had lot of debris in uterine cavity, visualization not clear (interpreted as device deployment issue and device difficult to use). A laparoscopic removal of the coils was performed 5.5 months after insertion, followed by tubal ligation in the same session. The deployment issue, serious due to medical significance as intervention was required, is an anticipated event in the reference safety information of essure. Although the insertion was difficult due to reduced intrauterine visualization, considering the nature and course of the event a causal relationship with essure inserts cannot be excluded (related). This case was classified as incident because device removal was required. The product technical investigation resulted in an unconfirmed quality defect.